Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 5 years 1 month underwent a valve-in-valve procedure due to heavily thickened and calcified leaflets, leaflet separation was restricted, leaflets barely opening, with severe stenosis and mild regurgitation. Patient presented with significant worsening shortness of breath on exertion, heart palpitations, acute on chronic diastolic heart failure. The procedure was successfully performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and there were no immediate complications. The patient was brought in stable conditions back to the recovery room after extubation. Patient discharge on pod#3.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 5 years 1 month underwent a valve-in-valve procedure due to heavily thickened and calcified leaflets, leaflet separation was restricted, leaflets barely opening, with severe stenosis and mild regurgitation. Patient presented with significant worsening shortness of breath on exertion, heart palpitations, acute on chronic diastolic heart failure. The procedure was successfully performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and there were no immediate complications. The patient was brought in stable conditions back to the recovery room after extubation. Patient discharge on pod#3.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.